Manufacturer narrative:
Follow-up #1: date of submission 03/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/23/2016 with the following findings: during the investigation of the pump, a call service alarm 69 was duplicated upon pump power up. The pump was unable to recover from the call service alarm 69 after a reboot attempt. A language file corruption was diagnosed while retrieving the language text. In addition, the review of black box data and the alarm history showed that the call service alarm 69 failure was written as a call service 87 failure, confirming the issue in the history of the pump. The error was assessed to be resident to a u39 flash chip failure. Unrelated to the original complaint, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was reportedly a call service 069 alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.